Manufacturer narrative:
H10: two pictures of smiths medical cadd administration set were received. In both pictures, it was observed that the spike broke off. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that upon hanging pre spiked milrinone bags, they would snap and leak. No adverse effects occurred.